Manufacturer narrative:
Further investigation of the reported issue determined the parent record to be a duplicate of pr (B)(4). Therefore, the parent record and all applicable reports are being closed as a duplicate, please reference pr (B)(4). For the complete investigation. Reporting is no longer applicable for this record.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, while using the heartstart xl+ defibrillator in AED mode, the electrocardiogram (ECG) analysis indicated ventricular tachycardia (vt) but it was determined that the shock was not necessary. The customer is inquiring why the ECG analysis has determined that the rhythm was not shockable. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.